Event description:
Additional information received states that no other medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name) h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the mixer of vertecem v+ cement kit was found with hardened cement inside which could have been due to cement exposed to the external environmental conditions. No other issues were identified with the returned device. Retain test was performed by the vendor, osartis. The result of the testing revealed no deviations of product code 07.702.016s, lot # 4b53670. Per the surgical technique vertecem v+ prepare cement: hold the vertecem v+ cement kit upright and gently tap with the fingertip at the top of the mixing device in order to ensure no cement powder sticks to the cartridge and transportation lid. Precaution: during preparation, mixing and injection, always hold the mixing device by gripping the blue tube section located directly below the transparent cartridge. If the transparent part is held, the body heat provided by the users hand might speed up polymerisation and decrease the working time of the cement. Open the glass ampoule by breaking off its neck with the plastic cap 1. Place the opened ampoule in the ampoule holder in the vertecem v+ cement kit inner blister or on a flat, sterile surface. Hold the mixing device upright and make sure the blue handle is in its outmost position. Tap gently on its lid with your finger to ensure that no powder sticks to transportation lid or mixer walls. Remove the transportation lid from the mixing device and dispose of it. Pour the full content of the ampoule into the mixer and close it tightly with the separate mixing and transfer lid . Make sure that both mixing lid and the small sealing plug on top of it are securely tightened. Grip the mixer by the blue tube section. Start mixing the vertecem v+ cement by pushing and pulling the handle from endpoint to endpoint for 20 seconds (1¿2 strokes per second). Perform the first few mixing strokes slowly with an oscillating-rotating movement. Once properly mixed, the blue handle must be left in its outmost position. A dimensional inspection for the vertecem v+ cement kit was not performed as it is not applicable to the complaint condition. A functional test was unable to performed due to condition of the received device. The complaint condition was not able to be replicated. The overall complaint was not confirmed as the vertecem v+ cement kit was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications.additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 07.702.016s lot # 4b53670 manufacturing site: werk selzach logistik release to warehouse date: 01.feb.2024 expiration date: 01.feb.2027 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent posterior fusion (t11-l3(l1skip)) on (B)(6) 2024. During cement mixing, the t-handle on the kit became stuck, and cement could not be mixed. A spare cement kit was opened and used. The surgery was completed successfully without any surgical delay. Patient was stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.